Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spybite biopsy forceps was used in the lungs during a bronchoscopy performed on (B)(6) 2014. According to the complainant, during the procedure the physician noticed that parts of the coating had scraped off from the catheter. Images were taken by the site that confirmed that the detached piece had remained in the lungs. It is unknown if any recovery was attempted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found the coil peeled. The investigation concluded that this condition confirms the event description. This complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications

Event description:
It was reported to boston scientific corporation that a spybite biopsy forceps was used in the lungs during a bronchoscopy performed (B)(6) 2014. According to the complainant, during the procedure the physician noticed that parts of the coating had scraped off from the catheter. Images were taken by the site that confirmed that the detached piece had remained in the lungs. It is unknown if any recovery was attempted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.